Event description:
A site reported that a bilaterally implanted patient's light adjustable lens (lal, sn (B)(6) was explanted from the left eye due to possible visual changes after use of a tanning bed without rxsight uv protective spectacles prior to any lock-in treatments being performed. Rxsight's first awareness of this event was on 08/06/2024. Reference report #(B)(4) for the report on the right eye.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).